Event description:
This lead was implanted on (B)(6) 2005 and remains implanted up to this time. A call to technical services placed on 7/16/2013 stated that noise was noted on the rv channel. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).